Event description:
It was reported that the unspecified quadfuse extension set was leaking. The reporter stated that they had several reports of leaking extensions over the weekend. The number of occurrences is 3. The events occurred on unspecified date/s. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Additional information received on (B)(6) 2025 stating the event occurred during use on a patient. There was patient involvement, no adverse event and unknown if caused delay in care.

Manufacturer narrative:
Received one b33982 smallbore quadfuse ex set connected to a microclave for evaluation. As received, no visual damage or abnormalities were observed. The sample was leak tested per specification and a leak between the shunt and tapered connection of the quadfurcated connector was observed. The bond where the leak was observed was separated and insufficient solvent coverage was found. A lot history review could not be conducted because no lot number(s) was/were identified.